Manufacturer narrative:
Visual inspection: no product returned. Proudct inspection: as no product was returned or lot no. Provided, it was not possible to perform a product inspection or review of the product history sheet to confirm if the product was manufactured within specifications. Conclusion: no conclusion could be drawn.